Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products - model: ddbb1d1, ICD; implanted: (B)(6) 2017, model: 5054-58, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.